Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported the patient's scs system trial procedure was abandoned due to the inability to place the lead because of the patient's anatomy. Reportedly, the physician attempted to access the patient's epidural space for approximately 45 minutes, but was not successful.